Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the pacemaker had failed to be interrogated after several attempts. The pacemaker was explanted and replaced during a scheduled generator change-out procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was at end of life (eol) upon receipt. Battery voltage was at end of life (eol) with no anomaly. Hybrid was sent to external lab, and no anomaly was noted. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.